Event description:
On 11/15/2023, it was reported by a sales representative via sems-06402354 that an ar-8330f shaver is leaking. This was discovered before use in a case with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The evaluation confirmed the reported event and attributed to use error.